Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise had been observed on the right ventricular lead of an asymptomatic patient. The patient was pacer dependent. The lead was checked under fluoroscopy and no anomalies were noted. The physician elected to cap and replace the lead. The procedure was completed successfully.